Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis found that the partial lead was returned in two pieces; insulation abrasion was found on the distal segment breaching the outer insulation. The abrasion was consistent with constant friction with another implantable device. (B)(4). (B)(6).